Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by general illness and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. This is further evidence by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd) rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There an inferred allegation this adverse event was compounded by the new design of tubing and a lack of a pillow-port; however, there was no allegation the root cause of infection was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with a general ill feeling and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood count (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus faecalis in the culture and a wbc count of 185/mm3. The patient was diagnosed with peritonitis to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient experienced a stroke prior to his start on pd therapy and he often forgets asepsis during pd setup and therapy. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ip vancomycin was discontinued after culture results. The patient is recovering from this event while he continues antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient's statement about the lack of a pillow-port in the new design of the tubing, it was affirmed the lack of this port did not cause the patient¿s infection, rather it had the potential to prolong infection as the patient is unable to detect cloudy fluid sooner. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There an inferred allegation this adverse event was compounded by the new design of tubing and a lack of a pillow-port; however, there was no allegation the root cause of infection was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with a general ill feeling and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood count (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus faecalis in the culture and a wbc count of 185/mm3. The patient was diagnosed with peritonitis to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient experienced a stroke prior to his start on pd therapy and he often forgets asepsis during pd setup and therapy. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ip vancomycin was discontinued after culture results. The patient is recovering from this event while he continues antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s statement about the lack of a pillow-port in the new design of the tubing, it was affirmed the lack of this port did not cause the patient¿s infection, rather it had the potential to prolong infection as the patient is unable to detect cloudy fluid sooner. The patient continues ccpd therapy on the same liberty select cycler at home following this event.